Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation, presented air during aspiration. During flushing after inserting the sheath, microbubbles and air continued to be drawn. It was suggested that the hemostasis valve might be broken, and the sheath was replaced. After replacing, the procedure was completed without issues. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation, presented air during aspiration. During flushing after inserting the sheath, microbubbles and air continued to be drawn. It was suggested that the hemostasis valve might be broken, and the sheath was replaced. After replacing, the procedure was completed without issues. No patient complications occurred. The device is expected to be returned.